Event description:
The bedside rn switched a new heparin drip bag out with an empty one. She kept the same settings and tubing and did not change the vtbi. Vtbi was set at 126ml. A second rn visually verified this with the first rn at the pump and dual signed off in epic. Approx 90 mins later the rn came back to check on the patient and the heparin bag was completely empty (500ml). The 500ml had infused into the patient over 37 minutes. The line had air in it and the IV pump did not alert the rn to the air in the line or that the infusion was complete. It instead switched to 1ml/hr kvo. The IV pump was interrogated by pharmacy and the pump was verified to be programmed correctly. The patient's ptt level resulted back as high, and several doses of protamine (reversal agent) were given to the patient as a result of this.